Event description:
During an ischemic ventricular tachycardia procedure, communication issues resulted in a procedural delay. The catheter was connected to the ensite x amplifier but it was not recognized by the system. An error message displayed: "non-ablation catheter plugged into port se1. Connect it to a valid port type (1-9).¿ multiple troubleshooting measures were attempted including, reconnecting the catheter to the amplifier multiple times, restarting the amplifier and dws multiple times with all cables disconnected, checking software inventory for valid tactiflex license, restarting the ensite study twice, testing another tactisys, exchanging the catheter, and installing a new tactiflex license from the other cath lab. Tech support was contacted as none of these resolved the issue. The catheter was exchanged for a tacticath se ablation catheter which resolved the issue and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The magnetic sensor met specifications during electrical testing with no open or short circuits detected. In addition, when the returned device was connected to the ensite x it was auto recognized. Further information provided by the field indicated the tactiflex software module was not installed. The ensite x ep system tactiflex ablation catheter, sensor enabled software module instructions for use (IFU) states ¿this software module allows a tactiflex ablation catheter, sensor enabled to be used during an ensite x ep system procedure.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event is consistent with not following the instructions for use.